Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple pockets in drawer 2 like pocket d-254 were failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a cubie failure. A field service engineer confirmed that the pocket was not failed upon arrival but was not accessible; the engineer logged into the hardware testing application using the admin account, opened full-height drawer 6, released all pockets, and found significant debris and pills inside. All debris was thoroughly cleaned, the pockets were reinserted, and functionality was restored, with all pockets operating correctly during release and lid testing. The smart remote manager housing was adjusted, debris was cleared from the remaining full-height drawers, and final testing was completed using both the hardware testing application and the device application, confirming proper operation. The system functioned as field service engineer repaired the device.